Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the sram with ver. 17 software. Replaced the sram. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system c-arm would not boot up and was unable to fluoro. There was no report of patient injury.